Manufacturer narrative:
This supplemental report is being submitted to provide the review of the device history records (DHR). The device history records for this device were reviewed and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. A definitive root cause could not be determined however, the most probable cause of the issue could be due to dirt on the electrical contacts of the connector, moisture on the electrical contacts, cable was broken which cause the electric current not flowing in its full capacity resulted in no image reported. The likely root cause of these possible causes are likely attributed to maintenance issue and or mishandling.

Manufacturer narrative:
Device was evaluated. Evaluation of the device confirmed the no image issue reported. A faulty ccd unit was found . The device coupler plate was found bent and does not fully rotate. Minor kinks on the cable was observed however it was found functional. The identified parts were replaced and device was repaired. Once all completed, the device was tested and passed all the required testing and specifications. As stated on the IFU and as a preventive measure, the user manual states: be sure to prepare another camera head to avoid interruption of the examination due to equipment failure or malfunction. This product may interfere with other medical electronic equipment used in combination with it. Before use, fully confirm the compatibility of this camera head to all equipment with which it will be used.

Event description:
It was reported that during preparation for use, the device otv-s7proh-hd-10e exhibited no image. There was no patient involvement on this report. No user impact or injury reported due to the event.